Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for the event. The lot met all the required specifications. This is the only complaint reported to date for this lot number for this failure mode. The device was not returned. Images were not provided. The complaint investigation is conclusive for filter limb detachment. The definitive root cause for this event is unknown.

Event description:
It was reported that approximately nine years after implantation of a vena cava filter, the patient presented with pericarditis, and CT imaging demonstrated a detached filter limb in the right atrium and a detached filter limb in a pulmonary artery of the left lower lobe. A pericardiocentesis was performed. The filter remains implanted and there were no attempts to remove either of the detached limbs. The patient was reported to be feeling well six months later.

Manufacturer narrative:
Medical records review: medical records received. Based on a review of the medical records provided: the patient was involved in a motor vehicle accident and sustained multiple injuries. The vena cava filter was indicated prophylactically as the patient was at risk for dvt. The filter was successfully deployed in the infrarenal ivc without incident and the patient was hemodynamically stable at the conclusion of the procedure. Approximately nine years post filter deployment, the patient presented to the emergency department with chest pain. The patient received thrombolytic therapy and anticoagulants for a clinical impression of a stemi and was transferred to another facility in serious condition. Upon arrival to the transfer facility, the patient was hypotensive, tachycardic, combative and in cardiogenic shock with low oxygen saturations. An echocardiogram (echo) demonstrated a large pericardial effusion. The patient underwent an emergency pericardiocentesis for acute hemorrhagic tamponade removing 650 ml of fluid. The patient was hemodynamically stable at the conclusion of the procedure. A CT scan was performed and demonstrated two metallic linear densities likely to represent ivc filter limbs measuring approximately 2.2 cm in length: one within the right atrium transversing the pericardium and extending into the right middle lobe resulting in pulmonary hemorrhage and a right sided pneumothorax; and one within the subsegmental pulmonary artery of the left lower lobe. The CT scan also demonstrated bilateral lower lobe pleural effusions. The cardiothoracic surgeon felt that the patient had apparent pericarditis associated with anticoagulation; the patient was stable with no apparent tamponade; and recommended non operative management of the intracardiac foreign bodies. On hospital day four, an x-ray of the chest demonstrated stable bilateral lower lobe opacifications; two linear densities in the heart; and no pneumothorax. An echo showed no reaccumulation of fluid; therefore, the cardiothoracic surgeon recommended against retrieval of the foreign bodies in the heart. The patient was discharged in stable condition. Approximately ten years post filter deployment, an x-ray of the abdomen and chest demonstrated an ivc filter in place and no acute cardiopulmonary abnormalities. Image review: images received. Based on the images provided, a bard recovery filter was identified at the levels of l2-l3 of the lumbar spine, can be confirmed. Based on the images provided, filter limb perforation of the ivc wall can be confirmed. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: based on a review of the medical records received, it was reported that approximately nine years post prophylactic vena cava filter deployment, the patient presented to the emergency department for chest pain and was treated for a stemi. An echocardiogram demonstrated a large pericardial effusion; pericardiocentesis was performed and removed 650 ml of fluid. The patient was hemodynamically stable at the conclusion of the procedure. A CT scan demonstrated two metallic linear densities in the heart, along with a pneumothorax and bilateral pleural effusions. Cardiothoracic surgery felt that the patient had pericarditis with bleeding associated with anticoagulation and recommended non-operative management of the intracardiac foreign bodies. On hospital day four, an echocardiogram showed no reaccumulation of fluid; therefore, cardiothoracic surgery recommended against retrieval of the intracardiac foreign bodies and the patient was discharged in stable condition.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: based on a review of the medical records provided: the patient was involved in a motor vehicle accident and sustained multiple injuries. The vena cava filter was indicated prophylactically as the patient was at risk for dvt. The filter was successfully deployed in the infrarenal ivc without incident and the patient was hemodynamically stable at the conclusion of the procedure. Approximately nine years post filter deployment, the patient presented to the emergency department with chest pain. The patient received thrombolytic therapy and anticoagulants for a clinical impression of a stemi and was transferred to another facility in serious condition. Upon arrival to the transfer facility, the patient was hypotensive, tachycardic, combative and in cardiogenic shock with low oxygen saturations. An echocardiogram (echo) demonstrated a large pericardial effusion. The patient underwent an emergency pericardiocentesis for acute hemorrhagic tamponade removing 650 ml of fluid. The patient was hemodynamically stable at the conclusion of the procedure. A CT scan was performed and demonstrated two metallic linear densities likely to represent ivc filter limbs measuring approximately 2.2 cm in length: one within the right atrium transversing the pericardium and extending into the right middle lobe resulting in pulmonary hemorrhage and a right sided pneumothorax; and one within the subsegmental pulmonary artery of the left lower lobe. The CT scan also demonstrated bilateral lower lobe pleural effusions. The cardiothoracic surgeon felt that the patient had apparent pericarditis associated with anticoagulation; the patient was stable with no apparent tamponade; and recommended non operative management of the intracardiac foreign bodies. On hospital day four, an x-ray of the chest demonstrated stable bilateral lower lobe opacifications; two linear densities in the heart; and no pneumothorax. An echo showed no reaccumulation of fluid; therefore, the cardiothoracic surgeon recommended against retrieval of the foreign bodies in the heart. The patient was discharged in stable condition. Approximately ten years post filter deployment, an x-ray of the abdomen and chest demonstrated an ivc filter in place and no acute cardiopulmonary abnormalities. Image/photo review: based on the images provided, a bard recovery filter was identified at the levels of l2-l3 of the lumbar spine, can be confirmed. Based on the images provided, filter limb perforation of the ivc wall can be confirmed. Conclusions: the device was not returned. Medical records were provided. The medical records allege a filter was deployed successfully below the renal veins. Approximately nine years after implantation imaging demonstrated two thin metallic densities, one in the right atrium and the second in the pulmonary artery. It was noted that the foreign bodies likely represented ivc filter legs, however the source was listed as unknown. Retrieval of the foreign bodies was not recommended. An x-ray taken approximately eight months later identified a filter in place. Based on the medical record review, the investigation is inconclusive for limb detachment as the source of the foreign bodies could not be confirmed. Images were provided. Based on the image review, limb perforation of the ivc can be confirmed. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. (B)(4).

Event description:
It was reported that approximately nine years after implantation of a vena cava filter, the patient presented with pericarditis, and CT imaging demonstrated a detached filter limb in the right atrium and a detached filter limb in a pulmonary artery of the left lower lobe. A pericardiocentesis was performed. The filter remains implanted and there were no attempts to remove either of the detached limbs. The patient was reported to be feeling well six months later. New information received: based on a review of the medical records received, it was reported that approximately nine years post prophylactic vena cava filter deployment, the patient presented to the emergency department for chest pain and was treated for a stemi. An echocardiogram demonstrated a large pericardial effusion; pericardiocentesis was performed and removed 650 ml of fluid. The patient was hemodynamically stable at the conclusion of the procedure. A CT scan demonstrated two metallic linear densities in the heart, along with a pneumothorax and bilateral pleural effusions. Cardiothoracic surgery felt that the patient had pericarditis with bleeding associated with anticoagulation and recommended non-operative management of the intracardiac foreign bodies. On hospital day four, an echocardiogram showed no reaccumulation of fluid; therefore, cardiothoracic surgery recommended against retrieval of the intracardiac foreign bodies and the patient was discharged in stable condition.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was previously documented with the date of event and manufacturing date of the device, but not reported. A follow up attempt was made with outside counsel to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The outside counsel was able to provide patient information, which was updated in the appropriate sections. However, because this event is currently the subject of litigation, we also reviewed materials obtained through the litigation process in an effort to provide the additional details being sought, and incorporated the relevant information disclosed in those materials wherever available. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.